Event description:
According to the reporter, postoperatively, of a lobectomy procedure, the patient suffered subcutaneous emphysema. The patient left with the drain and required another appointment to remove the drain.

Manufacturer narrative:
Additional information: b1, b2, b5, d3, g3, h1, h6 (imf code) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4c0933); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4c0931); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm (lot#n3j2286y); sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm (lot#n3f0332y); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4d1109); egia45amt, egia45amt egia 45 artic med thick sulu (lot#p3j0902). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively, the patient suffered subcutaneous emphysema.